Event description:
The complainant reported that during a routine enteral feeding device replacement, the bolster detached and remained inside of the stomach. An endoscope was used to remove the bolster. The device was being used with a j-tube, therefore, no nutrition or medication was fed directly through this device. There were no reported pt complications.

Manufacturer narrative:
The device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.